Event description:
It was reported that a malfunction occurred with the pump, identified as malfunction 0-0x277d, which had been reported three or more times on the same device. There was no information received about the customer's blood glucose level at the time of the event, nor any adverse impact reported related to the malfunction. The customer was informed that the pump needed replacement, and a replacement pump was arranged while the problematic pump needed to be returned within ten days. Technical support provided instructions for the storage and return of the pump, confirming details such as the shipping address and warranty status.